Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The lead then exhibited loss of capture (loc) at maximum outputs when programmed to bipolar configuration. The patient experienced greater than 2 seconds of asystole as a result. Surgical intervention was undertaken. The lead was surgically abandoned and a new system was implanted on the opposite side. No additional adverse patient effects were reported.